Manufacturer narrative:
The issue for which the atrial lead was capped was not specified.

Event description:
It was reported that an asymptomatic patient presented in the operating room on (B)(6) 2018 for a scheduled right ventricular (rv) and left ventricular (lv) lead extraction procedure. The rv lead had externalized conductors, but was electrically intact. The lv lead had high capture threshold. During the extraction of the rv lead, the patient experienced a superior venacava (svc) tear, which caused their blood pressure to drop, experience a ventricular fibrillation and then the patient became asystolic. The physician opened the patient's chest to repair the svc. The lv lead was removed. The rv and ra leads were capped and the device was explanted due to normal elective replacement indicator (eri). The physician capped the atrial lead since there were issues observed with the rv and lv leads. Patient was stable post procedure.